Manufacturer narrative:
Tandem technical support followed up on (B)(6) 2016 with customer, the customer stated was able to complete load process. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to go through load process but was unable to complete load due to pump not detecting new cartridge was inserted. Cts confirmed that there were no alerts or alarms in the pump logs. There was no impact to the customer's blood glucose level.